Manufacturer narrative:
Pump received with button error alarm and intermittent button response due to corroded keypad traces. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and broken belt clip slot.(B)(4)

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was unknown. The customer reported the insulin pump was splashed with water at a theme park. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.